Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The permanent cautery spatula instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken distal clevis at the ears of the clevis. The broken piece was not returned, measuring roughly 0.271" x 0.210" in size. The clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. Additional observation(s) not reported by site: the instrument was found to have a broken monopolar yaw pulley at the posts where it connects to the distal clevis. Broken piece is missing as a result of breakage. Size of missing piece is approximately 0.101' x 0.039'. The components surrounding the break exhibited damage that would have contributed to the broken yaw pulley. The distal clevis was broken where it connects to the yaw pulley.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the permanent cautery spatula (pcs) tip was fractured and fell into the patient¿s anatomy. The fragments were retrieved in the same procedure. The procedure was converted to open surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was converted to open due to patients¿ anatomy. The fragment was removed during the same time using vats instrument. All fragments were retrieved. There was no additional surgical procedure required. There were no post operative tests like an x-ray or ultrasound were performed to check for remaining fragments. There was no injury to the patient. It is unknown if the patient returned to the hospital due to experiencing any post-surgical complications related to a foreign object. The instrument is available for isi evaluation. The fragment will be returned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery spatula (pcs) instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.